Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. With a review of the available information there were no device malfunctions or performance issues that would impact the event. The medical team also reported that they believed the reported event of multi-organ failure to be unrelated to the device. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient was admitted to the emergency room on (B)(6) 2016 due to his automatic implantable cardioverter-defibrillator (aicd) firing during hemodialysis (hd) and soon thereafter becoming very lethargic. Of note, recent pulmonary function tests (pft's) showed worsening chronic obstructive pulmonary disease (copd). Upon admission on (B)(6) 2017, his international normalized ratio (inr) rose to 8.9. The site stated it was related to patient not eating. Inr had increased to 17.4 on (B)(6) 2017. The patient was transferred to the cardiovascular intensive care unit (cvicu), where he was placed on bipap. The patient declined any further treatment and wished to withdraw care. Care was withdrawn on (B)(6) 2017 and the patient expired on (B)(6) 2017. The clinical team related the death to multisystem organ failure (msof), and stated that expiration was not related to the device. The family declined autopsy, therefore, pump remains implanted and will not be returned. The site is disposing of peripherals. No further information was provided.